Event description:
Note: this report is being filed for the first of three complaints that occurred during the same procedure. Refer to MFR # 3005099803-2010- 02520 and MFR # 3005099803-2010- 02521 for the associated device information. It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a male patient with moderate tortuous anatomy (patient age and weight are unknown). During the procedure, the guide catheter stretched and the stent was unable to be deployed. A second flexima biliary stent system (different lot) was used and the guide catheter stretched and the stent was unable to be deployed. A third flexima biliary stent system (same lot as the second device) was used and the guide catheter stretched and the stent was unable to be deployed. On may 27, 2010, received additional information from the complainant that the guide catheters of all three devices broke during the procedure. Based on this additional information, these events are now MDR reportable events the procedure was successfully completed a fourth flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. A visual evaluation of the returned device revealed that the working length of the push catheter was kinked. The guide catheter was stretched and broken close to the proximal end of the device, indicating that force was used during retraction of the guide catheter. The distal end of the guide catheter had kinks/bends, indicating that the suture embedded inside the distal end of the guide catheter during retraction or deployment attempt. This may have potentially caused stretching / breakage of the guide catheter assembly and hindered the deployment of stent. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.